Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that "piece of burr broken inside attachment." The device was being used in surgery. It is known that no pt or user injury occurred. It is unk if a delay in surgery occurred as a result of the device issue. There was no additional info provided.